Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient experienced blood glucose (bg) readings up to 300 mg/dl with excessive urination. No other signs or symptoms of hyperglycemia were reported. It was reported that the patient remained on the pump and did not receive any treatment above and beyond usual diabetes management. This incident does not meet animas' definition of an adverse event. However, the patient reported multiple loss of prime warnings around the same time. It was reported that the loss of prime occurred during the night and the patient failed to respond to the alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. Use error contributed to the event.